Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 24 volt supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The alarm could not be duplicated by the authorized service provider (asp). The asp did confirm the occurrence of the alarm error code in the device event log, so the power supply was replaced as a preventative measure to ensure resolution of the issue. The asp completed a cleaning, run test, and functional test of the device following the part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).